Manufacturer narrative:
Continued e1:. (Phone number): (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Health care professional reported, capsular contracture, baker grade iii/IV. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Health care professional reported capsular contracture, baker grade lll/lv. This relates to the right side. Device has been explanted and replaced with a non allergan device.